Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 25mm valve was explanted from the aortic position due to stenosis after an implant duration of 6 years. The valve was explanted and a mechanical valve was implanted in replacement. Patient was doing well.

Manufacturer narrative:
The device was returned for evaluation and the customer reports of calcification, thickened leaflets, reduced leaflet immobility, and stenosis were confirmed through observed calcification. As received, all three leaflets were stiff and translucent-like due to dehydration. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 the inflow aspect. Host tissue on the stent circumference was moderate on the inflow aspect and minimal on the outflow aspect. Leaflet 1 had a 4mm tear near commissure 1. Leaflet 3 had a 5mm tear near commissure 3 and a 5mm tear near commissure 1. Calcification was evident at the tears. Wireform was exposed around leaflet 2 on the inflow aspect and on all three commissures. A suture remained attached to the sewing ring around leaflet 3. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause for the calcification in this case remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 25mm valve was explanted from the aortic position due to moderate/severe calcification leading to thickened leaflets with reduced mobility and stenosis (peak 81 mmhg, mean 54 mmhg) after an implant duration of 6 years and 3 months. The patient´s age was at the time of the event was 64 years-old. The valve was explanted and a mechanical valve was implanted in replacement. Patient was doing well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.